Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s son reported customer¿s adc freestyle libre reader would not turn on with button press or test strip insertion. He further reported that due to this issue the customer lost consciousness eight times in (B)(6) 2018 (unspecified dates) because insulin was administered without a blood glucose result having been obtained. Customer self-presented to a healthcare provider and was administered glucose via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed (B)(4) is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s son reported customer¿s adc freestyle libre reader would not turn on with button press or test strip insertion. He further reported that due to this issue the customer lost consciousness eight times in (B)(6) 2018 (unspecified dates) because insulin was administered without a blood glucose result having been obtained. Customer self-presented to a healthcare provider and was administered glucose via injection. There was no report of death or permanent injury associated with this event.